Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding scar tissue (arthrofibrosis) involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: the device shows light damage on the bearing surface consistent with clinical use and also explantation damage. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the information provided, the insert needed to be removed to gain access to the posterior capsule in order to remove scar tissue. There is no indication or allegation that the insert contributed to the reported event. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
Poly insert of a triathlon total knee was removed to gain access to the posterior capsule. Access was needed to remove scar tissue.

Event description:
Poly insert of a triathlon total knee was removed to gain access to the posterior capsule. Access was needed to remove scar tissue.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.